Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). This event was previously reported under 3002806535-2017-00488.

Event description:
It was reported that during a hip arthroplasty procedure, the upper part of the rasp broke. No patient injury was reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned to the manufacturer for evaluation. Upon visual inspection the handle showed signs of impact damage both to the handle and on the strike pad. The weld had fractured into two pieces. The device was submitted for sem analysis. Analysis confirmed the broach strike plate, body & weld materials to all be consistently 17-4 stainless steel alloy. The device has a potential field age of over 10 years, it is unknown how many times the device was used in the field. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.